Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: 3191 - patient was unable to identify device issue therefore a more specific code. Could not be selected. H6: 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that an unspecified alert issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient did not think the dexcom went off and she experienced hypoglycemia with loss of consciousness. The patient didn´t experience any symptoms prior to loss of consciousness. There was no mention of continuous glucose monitor (cgm readings, alerts, alarms, or blood glucose (bg) when the patient lost consciousness. An ambulance was called and paramedics checked the bg, which was 50 mg/dl and the cgm was reading low. The hypoglycemia was treated with an unspecified IV and sugar tablets and the patient regained consciousness a few minutes after treatment. After treatment, the bg was 70 mg/dl and the cgm continued to read low. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.